Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to perform the displacement test due to display anomaly.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks on display screen. Customer does not know how damage occurred. Customer's blood glucose was 91 mg/dl. Customer was advised that insulin pump would need to be replaced.